Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore core disposable biopsy instrument was received for evaluation. During visual evaluation, the device appeared to have blood residue throughout the cannula. The device was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. Upon functional testing, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the returned device was able to prime, fire and obtain samples with no issues. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided renal biopsy through normal density tissue, the device allegedly did not collect the tissue. It was further reporter that the outer tube allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided renal biopsy procedure, the device allegedly did not collect the tissue. It was further reporter that the outer tube did not fire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.